Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a hole in the tubind. The reported condition was determined to be a result of a hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a hole in the tubing during peritoneal dialysis therapy. There was no patient injury or medical intervention reported. No additional information is available.